Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. An adequate complaint history review cannot be performed as the complication/failure mode experienced by the user is unknown. Medical records were not provided. This complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported a patient was revised 2 years and 8 months post implantation due to instability. Revision surgery removed the 11mm art surface, replaced with a 16mm uc art surface. There was no particular claim against the product.

Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process.